Event description:
Sorin group (B)(4) received a report of reduced blood flow accompanied by a noise from the revolution centrifugal pump head during an ECMO procedure. The entire circuit was changed out and the procedure was completed with no further issues. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the custom perfusion pack listed above. This custom perfusion pack is not sold in the united states; however the cobe revolution centrifugal pump head identified in the report is sold in the united states. The incident occurred in (b)96). It was also reported that the ECMO circuit has been in use for 19 days and that clots were found in the pump head during rinsing after being removed from the circuit. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.